Manufacturer narrative:
The device was evaluated, and the reported issue of the b30 scope communication error message was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. Additionally, error code e216 occurred due to dirt on the electrical contacts of the video connector and damage to the imaging part, causing a no image on the display issue. Additional issues were identified during the device evaluation: the insulation resistance value had not reached the standard value due to damage to the imaging unit, the distal sheath adhesive part was missing, the angle fixing part was loose, and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope displayed an error code b30 (scope communication) message. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which describes the inspection method for the event in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.